Manufacturer narrative:
(B)(4).

Event description:
An increase in pain was reported, the patient presented in the emergency room (ER) on (B)(6) 2013 with increase 'in the intensity of her pain in the normal areas of her pain' in the past week ((B)(6) 2013) where the infusion system had previously been controlling it. On (B)(6) 2013 pt's dr saw her and a cap aspiration was attempted but they were unable to unable to draw back csf from the cap. Caller stated there was no pain upon palpation in the area of the catheter and pt. Had no bowel or bladder issues. It was also noted that the patient was to have a dye study at a future date. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported prior on (B)(6) 2013 that the drugs delivered via the device were bupivacaine and dilaudid and since they were unable to aspirate they were considering having the pump filled with saline. They planned to get the patient for a dye study on (B)(6) 2013. Additional information obtained later on (B)(6) 2013 indicated that the cause of failure to aspirate was unknown. Patient underwent the catheter dye study that showed a normal catheter with no leakage, good intrathecal contrast/flow. Patient reportedly had pain in low back and leg with questionable withdrawal symptoms. Patient outcome was indicated to be as no injury.